Event description:
It is reported that the patient was revised for pain and loosening.

Manufacturer narrative:
Evaluation summary: neither products, x-rays, nor photographs are available. No details are available on patient's bone anatomy, activity level, weight and implant size selection. Operative notes for primary surgery suggest that the femoral canal was prepared for a size 15 stem followed by placement of size 15 trabecular metal stem. Because of extreme tightness of soft tissue during reduction, the size 15 stem was removed and replaced with a size 14. There is no mentioning about trial reduction. The surgical technique suggests using the trial reduction and provisional components for checking leg length, offset, range of motion, hip stability and adjusting neck length by changing femoral head provisional. It is not known if proper surgical technique was followed during insertion and extraction of femoral stem. The most likely cause of stem loosening is that femoral canal prepared for size 15 stem has been implanted with a size 14 stem. However, with the information available, an exact cause of this event cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.